Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: aug 18, 2009, aug 29, 2009, oct 26, 2009; the expedium di intermediate castle tightener was not returned for evaluation. A review of the device history record identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for product code found no systemic complaint trend was identified that would require further action. Without a product sample we are unable to confirm the reported issue or identify the root cause. It was reported that this instrument was being used for final tightening of the di setscrew. Final tightening should be facilitated with the expedium di final tightener (depuy synthes spine catalog number 279722600). No corrective or preventative action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Event description:
International affiliate reports that during a t11 to l3 posterior thorico-lumbar fusion procedure, the expedium di intermediate castle nut tightener¿s castle nut interface/tab sheared off from the instrument while final tightening was being performed. The case was completed with same like device and is reported to have gone well. The surgeon indicated that no pieces were left behind/couldn¿t find or see any. Also reports that due to the size of the pieces, it is believed that they were removed during suction/irrigation. It was reported that the instrument breakage resulted in a delay of less than five minutes and had no bearing on the patient¿s outcome.

Manufacturer narrative:
The expedium di intermediate castle tightener has been returned for evaluation. Examination of the instrument noted that all four of the tabs on the distal end of the tightener had broken off. Although the root cause of tab breakage cannot be positively determined, results of fracture analysis that was performed show fractured surfaces of each tab exhibit rough and plastically deformed material that extends across the entire surface suggesting the tab underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action is required at this point as there have been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. As indicated in follow up report# 1, a review of the device history record identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for product code found no systemic complaint trend was identified that would require further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.